Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the op check. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.